Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was "high," actual value was not provided. Customer delivered a bolus to address high bg. Pump supplies were changed to address the occlusion.